Event description:
It was reported by the independent repair center that the unit has low o2/yellow light and the primary cause of the malfunction is the sieve beds are leaking. No report of patient injury, no additional information provided.